Manufacturer narrative:
Additional narrative: at the time of the incident. The thermostatic mixing valve controlling the temperature of the water entering to the tub was set to give 110 degrees in the middle of the range, which is not correct, as it should be et to 109-110 at the maximum setting. The calibration of the mixer has been done by facility staff/maintenance. Thus the tub could deliver hot water (i.e. Risk for scalding at the maximum setting, which was used). On a modern bathing system, the fill water normally comes from a fill spout, which will allow a proper six gap between the tub and water supply for backflow prevention, but also allows for manual checking of the water temperature by hand in order to prevent exposing residents to a scalding hazard. In this case, a hose had been connected to the spout, leading the water into the tub and ending close to the bottom of the tub and the foot area of the resident. Thus, no water temperature could be checked by hand. Also, the hose from the spout constitutes a hygiene risk for backflow of contaminated tub water into the main supply. Corrective data: the MFR concludes teh incident was caused by incorrect maintenance/calibration of the mixer. The hose connected to the spout made it difficult for the operator to check the temperature of the filling water.

Manufacturer narrative:
An arjo investigator examined the device and found the following info: after the incident but prior to investigation, maintenance had set the mixing valve to 110 degrees (f) at the maximum hot level. Prior to this, the mixing valve would have been at the mid-point to deliver 110 degree water. During the incident, water entering the tub did not exceed 110 degrees. The mixing valve was left at the miximum postion. After a few mins, the mixer was turned back on and the water temperature immediately went to 135 degrees (f). It appears that this is what also happened to cause the incident. The resident asked for more hot water. With the mixing valve left in the same position as during the fill, the care aid turned the water on, resulting in very hot water entering the tub, causing the injury. In investigation, the MFR tried to duplicate this duplicate this result and managed to do so on three of five attempts. It seems if the mixing valve is left in the hottest position after the tub is filled, the thermostat will only allow hot water (no cold water) to enter the tub, resulting in the hot water temperature overriding the pre-set 110 degree water temperature. Prior to the incident, therw was no hot/cold label on the mixing valve, this has been corrected. The risk continues to exist, as the temperature change is intermittent. The tub is 22 yrs od, has exceeded its useful life, and should be replaced with a modern century with improved safety features to prevent a future injury. The MFR concludes the incident was caused by two factors, which are incorrect maintenance/ calibration of the mixer and alternation of the function of the tub when connecting the hose to the spout. The MFR recommends of the customer, especially regarding the maintenance issue. A recommendation to replace the tub with a modern century tub has already been made. It is also highly recommended the hose be removed, allowing filling of the tub from over an air gap. The thermostatic mixer should be calibrated to give maximum 109 degrees at worst (i.e. Hottest temperature of hot water supply). The thermostatic mixer should be checked/serviced/exchanged to assure proper thermostatic function.

Event description:
The facility reports, on the date of event, the resisdent was given a bath. On the morning of may at 6.30 hrs. It was noted that the resident's feet were reddener and he complained of a burning sensation. There was no evidence of blistering at that time, and the cause of the redness was not identified. At 1700 hrs that day, the resident's wife requested an assessment of the resident's feet. Both feet were reddened with blistering having occurred on the inner aspect of the left foot. No blistering was noted on the right foot at that time, but did appear by the next morning. The physician was contacted, treatment orders were provided, and an investigation into the injury was initiated. Resident sustained blistering o both feet and inner aspect. It is suspected the tub was filled prior to the resident's bath on the date of event. The resident was lowered into the tub using the chair lift. According to the resident, the resident requested warmer bath water. The caregiver turned on the water and adjusted the meperature. As the bath water enters the tub through a hose that rests near the botton of the tub, it is suspected that the water was not near the feet of the resident.